Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device evaluation summary: monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the service code 104. The sd card was defective. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The root cause of the defective sd card could not be positively identified. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient received an unknown treatment event from the lifevest consisting of three shocks. The patient was reportedly at home and remembers losing consciousness during the event. Due to an sd card fault, the patient's rhythm at the time of all three treatments is not known. The response buttons were pressed after the second treatment was delivered. The response buttons functioned appropriately. After the treatment, it was reported that the patient had experienced a burn under the lifevest from the treatment, additionally, the patient reported that the gel made her skin itchy. The patient reportedly went to the hospital the next day for further evaluation, however follow-up attempts were unsuccessful, and the outcome of the skin irritation is not known.